Manufacturer narrative:
The device has not been returned. The investigation is ongoing.

Event description:
The user facility in germany reported that when switching from phacoemulsification to posterior segment, the system's screen went black and would not start up again. After some time, the system worked and the procedure was completed. There was no significant delay in surgery and no additional anesthesia needed. The patient's outcome is good.

Manufacturer narrative:
DHR review for the unit manufactured on 04/03/2019 did not identify any evidence indicating the power supply (pn sps09848) was impacted. All required assembly steps and functional testing were completed with passing results.

Manufacturer narrative:
The reported issue could not be duplicated during evaluation. The system functioned as intended and met all performance specifications. No evidence of a defect or abnormal condition was found; therefore, no further corrective action is warranted at this time. Product evaluation did not confirm the failure mode. Root cause could not be determined as the reported issue was not reproducible during evaluation and system testing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.